Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-00357. It was reported the patient experienced unintended stimulation for the past several months. Reportedly, reprogramming was unsuccessful at resolving the issue. In turn, diagnostic testing revealed multiple contacts with low impedance values. Subsequently, x-rays confirmed lead migration. As a result, surgical intervention was undertaken (B)(6) 2017 as the next course of action. During the procedure, the leads were pulled back into place which resolved the issue.